Manufacturer narrative:
Analysis summary: analysis was able to confirm the customer comment of a damaged connector and additionally noted that the hanger was broken and the battery drawer shorting was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port was broken. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service and that the cracked connector prevented the lead from staying attached.